Event description:
It was reported by service report that the cot has a broken upper and lower pin bracket. There was no patient involvement and there were no adverse consequences to report.

Manufacturer narrative:
Pin bracket.